Event description:
It was reported that the tubing of a continu-flo solution set "blew apart" while being primed with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was separated from the drip chamber outlet port. Microscopic inspection revealed that the tubing end was twisted and there was no solvent plow ridge. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.